Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a power (battery life) issue. It was reported that the battery life was less than expected. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up # 1 date of submission 23-feb-2018 device evaluation: the device has been returned and evaluated by product analysis on 12-feb-2018 with the following findings: a review of the pump black box data shows evidence of a short battery life. The pump¿s ¿ez-prime¿ steps were performed correctly but the sleep current was above specification. The short battery life complaint was confirmed. Removed pump case and disassembled the pump. No evidence of moisture or loose components inside pump. Further investigation shows an unidentified intermittent condition to the printed circuit board short causing high sleep current draw values. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.